Event description:
It was reported that a pediatric ilet user experienced a hypoglycemic event after announcing and eating lunch; the mother noted the child might be entering the honeymoon period and asked whether the ilet would adjust to changing insulin needs, and was advised that the system adapts over time and to consult the healthcare provider for therapy questions. Symptoms included a documented blood glucose of 50 mg/dl without additional clinical manifestations. Outcomes included self-treatment with a granola bar, return of blood glucose to normal within approximately 20 minutes, no need for external assistance, and no medical intervention or hospitalization. Investigation included a telephone-based troubleshooting and education session regarding ilet operation and clinical guidance to consult the healthcare provider. Investigation of this case revealed that the device appeared to be functioning, the event resolved with carbohydrate intake, and the cause of hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.